Manufacturer narrative:
One infusion pump was received in relation to the reported event. It was noted that all tamper seals were impacted and there was no external damage. A review of the evidence history log was unable to confirm the reported even. A functional test of the device was performed which was unable to replicate the reported event. The reported event could not be confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device experienced a "red alarm" during initial testing of the device. There was no patient involvement reported.